Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was not returned with the sample. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in april of 2018. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device. The IFU for the optifix fixation device precautions: care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the user facility that during a lap ventral with a ventralex st mesh, three optifix fixation devices would fire a few times then they would jam. The first device dispensed the most tacks, the second and third dispensed fewer tacks. The case was completed with the use of the three optifix. The surgeon is an experienced user of optifix. There was no patient injury reported. The subject products were returned and it was noted during the preliminary evaluation that the barrel insert had detached on the third device and was not returned with the device. A follow up with the bdis sales rep. Was made who reported that the barrel insert had been discarded. It was not known if it had detached in use and removed, or if it had come free after it was removed from the body.